Event description:
It was reported that the patient called asking about the warranty on his recently explanted device that "didn't last as long as it was guaranteed." The device was explanted and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.